Event description:
The customer stated the axsym analyzer generated a false positive axsym cmv igm result of 0.67 index. The sample was repeated on the axsym, generating the same result. The sample was then run on the architect i2000sr, obtaining a negative result of 0.49 index. A fresh sample collected and run on the axsym generated a positive axsym cmv igm result of 0.806 index. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). To investigate the customer issue an investigation was conducted which included a review of the complaint text, the instrument history and the axsym system labeling. An exact cause of the customer issue could not be identified with the available information. Product labeling was reviewed and found to adequately address probable causes and corrections for erratic results. A review of tracking and trending did not identify any adverse trends associated with this issue. A service history review of axsym serial number (B)(4) from (B)(6) 2010 indicates there were no other complaints generated related to this issue. Based upon the investigation, it has been determined that the axsym analyzer, list number 7a83-27, serial number (B)(4), is performing as intended. No product deficiency was identified.